Event description:
On 04/19/2016, the reporter for an unknown patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was reading inaccurately high compared to other meters (freestyle/ accu- chek). The complaint was classified based on the customer care advocate (cca) limited documentation as the reporter was unable/unwilling to answer many of the questions. The reporter stated that the alleged product issues began on an unknown date and time prior to contacting lfs. She reported obtaining an alleged inaccurate high result of ¿220 mg/dl¿ on the subject meter compared to ¿160 and 163mg/dl respectively¿ on the other meters, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient was unable/ unwilling to say how the patient manages their diabetes, if they made any change to their usual diabetes management routine as a result of the alleged product issue or if they developed any symptoms as a result of the product issue. The reporter stated that on an unknown date and time the patient received unknown type and dose of insulin from a non-health care professional. At the time of trouble shooting, the cca confirmed that the patient was unable/unwilling to answer any trouble shooting questions. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.